Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of an occluded q-syte connector was confirmed and the cause was manufacturing related. A functional test and visual examination revealed that the septum on the q-syte connector had not been slit, which prevented infusion through the connector. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device was occluded. The following information was provided by the initial reporter: q-syte needless IV connector, this issue was brought to our attention by our theatres department. The incident involved an anesthetist being unable to administer medications or fluids through the product due to increased resistance. At this time, no other similar instances have been reported by this customer.